Event description:
An asymptomatic patient had a chest scan for unrelated reasons. During the evaluation of the scan, it was noted that two arms of the filter were detached. One located in the renal vein and one located in the iliac. The filter and the arms remain implanted.